Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a right ventricular (rv) lead revision procedure, this right atrial (ra) lead became dislodged from it's original position. The ra lead was explanted and a new ra lead was placed. No additional adverse patient effects were reported.